Manufacturer narrative:
This report is submitted on july 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and discomfort, leading to device non-use. It was also reported that the patient experienced pain since (B)(6) 2017 and headaches during cold weather. Subsequently, the device was explanted on (B)(6) 2017. There are no plans to reimplant the patient with a new device as of the date of this report july 03, 2017.